Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was deployed during procedure and therefore not returned for analysis. The balloon cone profiles were reviewed and it was noted that the wings on the proximal half of the balloon were slightly relaxed from their intended position. The balloon wings on the distal part of the balloon were tightly wrapped and evenly folded and were not subjected to positive pressure. The proximal markerband was located at the distal end of the proximal balloon sleeve and the distal markerband was located in the distal transition zone. However, it was possible to insert a 0.015¿ mandrel through the entire wire lumen with no resistance. The balloon was inspected using the backlight and no pinhole could be detected during microscopic and visual analysis. Solidified media resembling dried blood was evident inside the proximal balloon cone, which suggested that the device had been compromised during the procedure. The balloon could not be inflated as the damage noted at the port bond skive initially prevented the inflation fluid travelling to the balloon chamber under pressure. However on further attempts a small quantity of liquid managed to pass through the inflation lumen and the pinhole was identified approximately 11.5mm from the proximal edge of the distal markerband. A visual and tactile examination of the outer and inner section found no issues with their profile. There were no signs of stretching of the inner or any neckdown of the proximal bond. The bi-component bond showed no signs of damage or strain. There was however damage noted at the port bond where the midshaft appeared to be twisted at the port site and a broken section of the end of the hypotube (tab) was sticking out. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that deployment issue, balloon rupture, stent damage, removal difficulty, st elevation, worsening of blood flow, vessel occlusion, ventricular fibrillation, vessel dissection and cardiac arrest occurred. The patient presented with pancreatitis. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). After a non-bsc guidewire was placed in the lad and pt2 guidewire in the first diagonal artery, pre-dilation was performed in the lad using a 2.25x15 non-bsc balloon catheter. Then a 2.50x28 synergy¿ stent was advanced in the lesion with no resistance encountered. The device was placed in the target lesion, dilation was started, however, the pressure rising seemed something wrong and it was confirmed that there was a contrast agent in the peripheral side of the target; therefore, the inflation stopped at 7 atmospheres. It was then noted that the balloon ruptured due to the stent edge got contact with the stent delivery system (sds) balloon. A negative pressure was supplied as the blood flowed backward to the inflation lumen. The half of the central side of the stent was expanded a little but the peripheral side of the stent was not expanded. The physician attempted to remove the stent balloon but the peripheral part of the stent was dragged as well. Therefore, the removal of the device was stopped and pushed the stent delivery system back to intended location. When the sds of the synergy was being withdrawn, stent got elongated and dissection occurred. A pt2 guidewire was attempted to advanced through the stent but it failed. Then a non-bsc micro-guide catheter was placed for back up and cross the non-bsc guidewire, however, the 1.5x15 and the 1.2x6 non-bsc balloon catheters were unable to cross. Subsequently, the patient experienced st elevation, hemodynamics became worse and occlusion of lad had confirmed. From the entrance region area to left main coronary artery (lmca), a 3.5x12 non-bsc stent was deployed but in lad from the stent part, the was still a blockage. The physician re-inserted the guidewire, delivered a balloon catheter and crossed the synergy stent. Then dilatation were performed sequentially with 1.2x6,2.0x20 and 2.5x20 non-bsc balloon catheters. After that, the patient had ventricular fibrillation, cardiac arrest issues but was recovered by cardiac compression/cardiac massage. The physician added a 2.75x12 non-bsc stent in the lmca. The peripheral side of the 2.5x28 synergy stent was occluded, a 2.25x28 non-bsc stent placed and then the blood flow was restored. However, still had blockage in the left circumflex artery and first diagonal artery. The physician placed an intra-aortic balloon pump (iabp) to 36cc and he procedure was completed. While outside the patient, the physician attempted to check the hole part of the synergy balloon but due to blood clotting, it was unable to be confirmed but the catheter shaft got kinked. As pressure was applied to the device, the blood flowed out from the exit port of the wire but the original hole part was still unclear.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that deployment issue, balloon rupture, stent damage, removal difficulty, st elevation, worsening of blood flow, vessel occlusion, ventricular fibrillation, vessel dissection and cardiac arrest occurred. The patient presented with pancreatitis. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). After a non-bsc guidewire was placed in the lad and pt2 guidewire in the first diagonal artery, pre-dilation was performed in the lad using a 2.25x15 non-bsc balloon catheter. Then a 2.50x28 synergy¿ stent was advanced in the lesion with no resistance encountered. The device was placed in the target lesion, dilation was started, however, the pressure rising seemed something wrong and it was confirmed that there was a contrast agent in the peripheral side of the target; therefore, the inflation stopped at 7 atmospheres. It was then noted that the balloon ruptured due to the stent edge got contact with the stent delivery system (sds) balloon. A negative pressure was supplied as the blood flowed backward to the inflation lumen. The half of the central side of the stent was expanded a little but the peripheral side of the stent was not expanded. The physician attempted to remove the stent balloon but the peripheral part of the stent was dragged as well. Therefore, the removal of the device was stopped and pushed the stent delivery system back to intended location. When the sds of the synergy was being withdrawn, stent got elongated and dissection occurred. A pt2 guidewire was attempted to advanced through the stent but it failed. Then a non-bsc micro-guide catheter was placed for back up and cross the non-bsc guidewire, however, the 1.5x15 and the 1.2x6 non-bsc balloon catheters were unable to cross. Subsequently, the patient experienced st elevation, hemodynamics became worse and occlusion of lad had confirmed. From the entrance region area to left main coronary artery (lmca), a 3.5x12 non-bsc stent was deployed but in lad from the stent part, the was still a blockage. The physician re-inserted the guidewire, delivered a balloon catheter and crossed the synergy stent. Then dilatation were performed sequentially with 1.2x6,2.0x20 and 2.5x20 non-bsc balloon catheters. After that, the patient had ventricular fibrillation, cardiac arrest issues but was recovered by cardiac compression/cardiac massage. The physician added a 2.75x12 non-bsc stent in the lmca. The peripheral side of the 2.5x28 synergy stent was occluded, a 2.25x28 non-bsc stent placed and then the blood flow was restored. However, still had blockage in the left circumflex artery and first diagonal artery. The physician placed an intra-aortic balloon pump (iabp) to 36cc and he procedure was completed. While outside the patient, the physician attempted to check the hole part of the synergy balloon but due to blood clotting, it was unable to be confirmed but the catheter shaft got kinked. As pressure was applied to the device, the blood flowed out from the exit port of the wire but the original hole part was still unclear.

Manufacturer narrative:
Outcomes attrib. To ae corrected from hospitalizal, required intervention to death. Death date, describe event or problem and patient codes updated. (B)(4).

Event description:
It was further reported that the patient died.